Manufacturer narrative:
Additional information was received that the patient presented for a follow-up appointment. It was reported that the recent x-ray revealed the lead still touches the tricuspid valve, but electrically functions well. Intrinsic p-wave sensing, pacing threshold and impedance measurements were within normal limits. There have been no symptoms reported from the patient. There are no plans to revise the lead at this time. The patient has been scheduled for a routine follow-up appointment in a few months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one week post implant this right atrial (ra) lead dislodged. It was reported that all lead measurements were still within normal limits. It was suspected that there was an issue with the suture sleeve. The lead planned to be repositioned. No adverse patient effects were reported.